Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and missing piece of the shell. A visual and microscopic analysis was performed which identified: striated broken on radius and crease fold. Base on the device analysis the final assessment is: striated pattern of broken assessed as surgical damage. Missing shell assessed as inconclusive.